Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for evaluation. The investigation was inconclusive for the tunneler missing from the kit. Based upon the available information, the definitive root cause for this event was unknown. The device was labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The product classification code for the powerport implantable port product is identified in d2. H11: b5, g1, h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808060 implantable port alleged a component missing. This information was received from one source. The malfunction did not involve a patient. The age, weight, and gender of the patient were not provided.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The product classification code for the powerport implantable port product is identified. The lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808060 implantable port allegedly experienced a component missing. This information was received from one source. The malfunction did not involve a patient. The age, weight, and gender of the patient were not provided.